Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed, and it was noted that there was an indentation on the white clamp supply line. The reported issue was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia peritoneal dialysis (pd) cassette had a ¿crushed tubing¿. This was observed prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.